Manufacturer narrative:
Plant investigation: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2019, a 64-year-old female patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted customer service and reported an infection and negative ultrafiltration (uf) after receipt of a new liberty select cycler. During follow-up on (B)(6) 2019, the peritoneal dialysis registered nurse (pdrn) reported the patient was seen in the outpatient dialysis clinic on 04/19/2019 with complaints of abdominal pain, especially while draining. The patient¿s pd effluent was cloudy. (The patient did not report any fibrin in pd effluent.) Pd cultures collected during this visit grew out gram positive staphylococcus haemolyticus. The white blood cell count (wbc) was 390 (units of measure and reference range not provided). Peritonitis was diagnosed; the cause of the peritonitis was considered unknown. The pdrn reported that the patient was traveling at the time she developed peritonitis. On (B)(6) 2019 the patient was seen in the outpatient dialysis clinic to follow-up on negative uf results. The pd catheter (non-fresenius product) and the cycler were both checked and appeared to be working fine per the pdrn. The pdrn reviewed information in the portal, noted several negative uf results, and reported improvement in the patient¿s uf results. The cause of the negative uf results was reported as unknown. On (B)(6) 2019 the patient was seen in the outpatient dialysis clinic, began treatment with vancomycin 1 gram intraperitoneally every five days for three doses, and was re-trained on good aseptic technique. On (B)(6) 2019 the patient received her second dose of vancomycin in the outpatient dialysis clinic. The pdrn reported that the patient had been compliant with pd treatment and used good aseptic technique. The patient is recovering from the event of peritonitis; the event of abdominal pain has resolved. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and fmc cassette and the patient¿s events of peritonitis and abdominal pain. However, there is no evidence to show a causal relationship between the liberty select cycler and the peritonitis and the abdominal pain. There is no report of a machine malfunction or cassette leak for this event. The liberty select cycler was tested in the outpatient dialysis clinic on (B)(6) 2019 and the uf was ¿good.¿ the pdrn reported the cause of the peritonitis event was considered unknown but did mention the patient was traveling at the time of the event. In addition, the pdrn stated that the event was not related to any fresenius products or equipment. The pd culture revealed gram positive bacilli and staphylococcus haemolyticus. Coagulase-negative staphylococcus (cns) is the most frequent cause of peritoneal dialysis related peritonitis in many centers. In addition, these organisms are the predominant normal flora on human skin and generally low-virulence pathogens but are among the most common causes of device-related infections, because of their ability to adhere to nonbiological surfaces and produce biofilms. Based on the available information, the cause of the peritonitis cannot be determined.

Manufacturer narrative:
The (aware date) for the initial MDR is (B)(6) 2019.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2019, a (B)(6)-year-old female patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted customer service and reported an infection and negative ultrafiltration (uf) after receipt of a new liberty select cycler. During follow-up on (B)(6) 2019, the peritoneal dialysis registered nurse (pdrn) reported the patient was seen in the outpatient dialysis clinic on (B)(6) 2019 with complaints of abdominal pain, especially while draining. The patient¿s pd effluent was cloudy. (The patient did not report any fibrin in pd effluent.) Pd cultures collected during this visit grew out gram positive staphylococcus haemolyticus. The white blood cell count (wbc) was 390 (units of measure and reference range not provided). Peritonitis was diagnosed; the cause of the peritonitis was considered unknown. The pdrn reported that the patient was traveling at the time she developed peritonitis. On (B)(6) 2019 the patient was seen in the outpatient dialysis clinic to follow-up on negative uf results. The pd catheter (non-fresenius product) and the cycler were both checked and appeared to be working fine per the pdrn. The pdrn reviewed information in the portal, noted several negative uf results, and reported improvement in the patient¿s uf results. The cause of the negative uf results was reported as unknown. On (B)(6) 2019 the patient was seen in the outpatient dialysis clinic, began treatment with vancomycin 1 gram intraperitoneally every five days for three doses, and was re-trained on good aseptic technique. On (B)(6) 2019 the patient received her second dose of vancomycin in the outpatient dialysis clinic. The pdrn reported that the patient had been compliant with pd treatment and used good aseptic technique. The patient is recovering from the event of peritonitis; the event of abdominal pain has resolved.